Event description:
Additional information received notes that the high pacing impedance was only an issue with the right ventricular (rv) lead.

Event description:
It was reported, that a patient presented to the hospital for other medical reasons. Device interrogation revealed, high pacing impedance on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) and high capture thresholds on the rv lead. On (B)(6) 2024, the physician elected to explant and replace the ICD and to cap and replace the rv lead. The patient condition was stable following the procedure.